Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon device interrogation inappropriate impedance measurements were observed in the right ventricular lead. The patient was scheduled for revision where an attempt was made to reposition the lead. However, upon repositioning acceptable threshold and impedance measurements could not be obtained. The lead was explanted and replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The reported events of high pacing threshold, high pacing lead impedance and high defibrillation impedance were not confirmed. As received, a complete lead was returned in one piece. Lead impedance test could not be performed due to as received condition of the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the lead exhibited high pacing and defibrillation impedance measurements.